Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During functional testing, close door message were not reproduced. A review of event history log revealed multiple occurrences of door jammed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Upper aux and lower aux will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue close door message during out of box testing in the biomed service department. There was no patient involvement. No additional information is available.